Event description:
At least for the last 3 years, rptr has had huge amounts of gas all over her body. She never gets rid of this horrible problem. She feels like she must eliminate all the time. She is very very miserable.